Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the litigation process that post port placement procedure, the port allegedly leak. It was further reported that patient experienced hemorrhage. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the sample was not returned for evaluation, one medical record review was provided for review. The investigation is confirmed for the reported leakage and hemorrhage issues. According to the medical record review, one day post catheter deployment, the patient present with a complaint of almost passing out while in dialysis. The patient started bleeding from the catheter. Subsequently, the patient had a significant amount of bleeding around the exit site and tunnel while accessing the catheter. In the dialysis unit, the nurse flushes the catheter and the patient felt that there was a leak somewhere in the catheter. Also, dialysis nurse proceeded to start the machine and immediately patient started feeling lightheaded and chest pain and then apparently had a syncopal episode. Subsequently, computed tomography(CT) revealed a suspected small hematoma deep to the right anterior scalene muscle measuring upto 21*14mm. Furthermore, a subcutaneous emphysema around the catheter, likely iatrogenic if this was recently placed. Eventually next day the patient presented for catheter removal, and it was successfully removed from the patient body. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that post port placement procedure, the port allegedly leak. It was further reported that patient experienced hemorrhage. The current status of the patient is unknown.